Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(6). One impl tapered sp 3.7mm 12m m octagon (spb12) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and debris about the threads. The device is fractured laterally across the threads. No pre-existing conditions were noted on the per. The reported product was located on tooth # 46 (fdi) and used for approximately 14 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Device history record (DHR) review was completed for the subject lot number 0508866. It was confirmed that all operations and inspections were executed as per the applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (0508866) for a similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient sex unknown / not provided, weight unknown / not provided, first/given name and email address were not provided. Premarket identification PMA/510(k) number k011245 and k002188.

Event description:
It was reported that the implant spb12 in dental site 30 fractured.